Manufacturer narrative:
D10 concomitant medical products: egia60axt, egia60axt egia60 artic extra thicksulu (lot #n4f1985y) egiaustnd, egiaustnd endogia ultra univ std stap(lot #p4g1006s) egia60axt, egia60axt egia60 artic extra thicksulu (lot #n4f1985y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic lobectomy, the two staplers failed to fire at all when the bronchus was removed. The surgeon was able to press the green button but unable to squeeze the handle. Another manufacturer's product was used instead toresolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. For functional te sting, an access hole was cut into the instrument body for visualization of the firing rack. Sheared teeth were visible on the firing rack at site of initial firing post clamp up. It was reported that during the laparoscopic lobectomy, the stapler failed to fire when the bronchus was removed. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when firing over tissue that is beyond the recommended thickness range, when firing with an obstacle incorporated in the jaws, or when attempting to fire a reload that is in interlock. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.